Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, brown particles on the surface of the shell. A microscopic analysis was performed which identify, smooth broken in the posterior side, wear abrasion. Based on the device analysis, the final assessment is: a smooth broken on posterior side.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.